Event description:
It was reported by the affiliate during lap cholecystectomy procedure that the surgeon tried to fire the clips, but they were firing crossed (scissored) with no tension being placed on the jaws. A couple were fired and had to be removed. A second er320 was opened and the procedure was finished. No adverse event to the patient. One device returning.

Manufacturer narrative:
Date sent: 06/19/2008. Evaluation summary: the er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.